Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a service history review found that the device has not been previously sent into service for the reported condition.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with an 804:26 failure code was confirmed during review of the event history log. The root cause was assigned to software failure. There is no repair required to resolve the reported problem. The pump was returned to service. Should additional information be received, a follow-up medwatch will be submitted.